Event description:
During device testing/inspection, customer's biomed found a capacitor, designator c51, from the biphasic pcb exploded. The reported issue could potentially be an indicative of a critical failure. There was no pt involvement with the reported event.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and the biphasic pcb parts info to repair device. Follow up with customer confirmed that the biomed replaced the biphasic pcb assembly and observed proper device operation. The device has been placed back to service. The removed biphasic assembly has not been returned to physio-control for eval since it has been disposed.